Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent lysis of adhesions, laparotomy, segmental resection of the small bowel and primary anastomosis and partial explantation of the previously placed mesh on (B)(6) 2018 during which the surgeon noted ¿the bowel adherent to the mesh was taken down. An enterotomy was identified and closed and the previously paced mesh was partially explanted.¿ it was reported that the patient experienced severe pain, bowel obstruction, bowel resection, dense adhesions, recurrence, bulging, inflammation, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 09/10/2020.